Event description:
It was reported that the device had reached elective replacement indicator and the physician was concerned about the decreased longevity of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance data was received, analyzed, and the battery voltage was noted to be approaching elective replacement indicator. The daily battery voltage trend data shows minimum battery was 2.628 to 2.621 volts between (B)(6) 2012 and (B)(6) 2012 is just before device recommended replacement time at <(> <<)>=2.6251 volts. Concomitant products: 5076 implantable pacing lead, (B)(6) 2009; 6947 implantable tachy lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the device had reached elective replacement indicator and the physician was concerned about the decreased longevity of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.